Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: waterproofing failure, and image display failure. Based on the results of the investigation, a root cause could not be identified for the initial malfunction. In regard to the newly identified malfunctions, waterproofing failure occurred due to holes in the cable unit and image display failure occurred due to cable unit malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was not working and had image blackout during maintenance. There were no reports of patient involvement.